Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead for low impedance. Oversensing and a polarity switch also occurred. The patient experienced pocket stimulation with unipolar pacing. The lead was programmed back to bipolar and at a subsequent office visit the lead was functioning acceptably. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).